Event description:
Complaint rec'd reporting intermittent leakage issues with use of three (3) mc100 microclave clear connectors; 20, 30cc bd luer-lok tip syringes, and alaris vented syringe adaptors. One of the incidents involved a pediatric pt who reportedly experienced a drop in stats. The set ups/procedures were described as follows: "... Piv was saline locked; ra line's path consisted of alaris IV tubing with heparinized saline infusing; 3-way stopcock between the IV tubing and ra line; the clear claves were connected to the stopcock and the blood was pushed from the clave, through the stopcock, then through the ra line. Blood was being pushed through all three of the microclaves during the incident. The blood was in 20c and 30cc bd brand luer-lok syringes. The devices were removed and replaced with no further incident. There were no reported adverse pt consequences. The involved mc100 microclaves, were not returned to the MFR for investigation and confirmation. Sample mating devices were returned and analyzed with in-house mc100 connectors. Functional eval was performed with in-house reserve mc100 microclaves samples. Replicating the reported device set-up and usage, testing was performed with the alaris IV tubing; 3-way stopcock and the mc100 microclaves. Fluids were infused through the mc100 clear microclave connectors. The results recorded no flow issues or leakages occurred.

Manufacturer narrative:
Conclusion: the involved mc100 microclave connectors were not returned to the MFR for analysis and confirmation. The exact cause(s) of the reported incidents remains unk.